Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2.2 was not detected on the bus and was unable to recover. A field service engineer (fse) addressed an issue where pockets in auxiliary 2.2, row b were not detected on the bus. Unable to log into medication application with network credentials or cpms password, customer logged in and shut down the medstation. The retractor band cable was replaced, but upon reboot, medication application still showed auxiliary 2.2, row b as not detected. The station was shut down again, all pockets from auxiliary 2.2 were manually removed, trays were cycled, the row board cable was unseated and reseated, and foil and debris were cleaned from the trays. Attempts to log into the hardware test application failed due to authentication issues. After reinserting all pockets and rebooting, all pockets in auxiliary 2.2 were detected on the bus. The customer inventoried the entire auxiliary 2.2 drawer, preventative maintenance was performed, and all drawers were tested in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.